Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter thoracic aortic aneurysm. It was reported that the patient presented to the hospital and an increase in the aneurysm diameter was identified. Since the cause could not be clarified by CT, a thoracotomy was performed for possible type iiib endoleak. When the stent graft was observed by opening the chest, no obvious pinhole endoleak or fabric endoleak was detected. The physician first thought that the blood was seeping out through the whole stent graft fabric; however, the endoleak appeared to have ceased after a while. Eventually, the procedure was completed after applying hydrofit to the stent graft. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation summary the exact cause of the reported aaa expansion without any endoleak seen on CT could not be determined from the video provided. The patient anatomy is unknown, and the recent CT¿s showing the taa increase without any endoleak were not available for review. Since no post-op images were available, the in-vivo configuration of the stent graft could not be assessed. Segments of a 1- ½ hour video during an exploratory thoracotomy was reviewed. The majority of the video showed the surgeons cutting down in order to expose the implanted valiant stent grafts. After gaining access to the thoracic aorta and removing the thrombus <(><<)>(><(>&<)><(><<)>)> tissue surrounding the devices, several unknown sections of the stent graft were seen in the video. Some minor pulsatile oozing of blood was seen coming from several unknown locations of the stent graft. The exact source of the leaks could not be determined, and the location relative to the other implanted devices <(> <<)>(><(>&<)><(><<)>)> patient anatomy also could not be determined. Only a portion of the implanted devices were seen on the video. The most likely source of the fabric leaks appeared to be from near the sutured stents; possibly via the suture holes. No obvious stent fractures, fabric tears or other suture integrity issues were seen in the video. Although it is possible that there was a type iii fabric or other endoleak, the source and cause of the aaa expansion could not be determined. It is unclear if the oozing blood seen during the thoracotomy was the source of the aneurysm expansion, and it is possible that the blood seen coming from the stent graft was not an active endoleak in the patient. The video showed cleaning the surface of the devices using surgical tools and fingers to remove tissue/thrombus, manipulating the stent graft to gain better access, and irrigating/washing the devices. All of these actions, including possible patient heparinization, may have caused the minor oozing seen during the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.